Event description:
It was reported that customer experienced cgm error 42 while using g6 sensor with pump. There was no reported adverse impact to the customer. Technical support guided customer through pump reset, error did not recur, and customer was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.